Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead and cardiac resynchronization therapy pacemaker revealed noise on the right ventricular channel . In addition, fluctuating low out of range impedance measurements were displayed. The noise caused oversensing and pacing inhibition, however as the patient is not pacemaker dependent, there was no loss of therapy greater than two seconds. Reportedly, the patient experienced symptoms during the past month. The device (contak renewal h145 sn (B)(4)) was reprogrammed to left ventricular therapy only. The physician thought this was a lead issue. A decision regarding a lead revision will be made in the next few months and the device will be returned as it is nearing end of life. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. Should additional information become available, this event will be updated.